Manufacturer narrative:
Evaluation of the device could not be performed as the device was discarded by the customer.

Event description:
The incident involved a primary plum set. The customer reported that a hole was discovered in the set during an infusion of levophed. There was patient involvement; however, there was no patient harm.